Event description:
Livanova received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera before routine disinfection with puristeril. The device is in use and the customer is waiting for laboratory test results post-disinfection. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) italy. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly per the instruction for use, learned that the h2o2 monitoring was applied as per instructions for use and a pall filter was used for tap water. If the device is stored full of water, the h2o2 level is checked daily as prescribed in the instructions for use. However, usually the device is stored empty. The hospital does not use patient reusable heating blankets and aerosol collection set is replaced after the allowed use period. The device is placed outside the operation theater during use. No evident or systematic deviation from device instruction for use could be identified in this specific case. However, the source of contamination is most likely related to location where device is used/stored.